Manufacturer narrative:
Investigation ongoing. Discarded by facility.

Event description:
Report received of a malfunction resulting in a toothbrush bristle disengagement. On (B)(6) 2021, an independent patient used the sage self oral care toothbrush to perform oral hygiene. The reporter stated during use of the product a ¿couple¿ bristles came off in the patient¿s mouth. Reporter stated the patient was able to successfully remove all disengaged bristles and no injury occurred. The device was discarded and no pictures were provided. Lot information was provided. Although requested, no additional information was available.

Manufacturer narrative:
Reporter did not provide involved device or photographs of the device, therefore a visual inspection could not be completed. A product history review was completed with all checks showing a passing result. The third party supplier of the involved device was contacted for additional investigation. Their investigation showed that the design did not properly secure the brush head, allowing excessive variation in the brush head position. This could lead to missing tufts or possibly low nylon counts that may lead to loose bristles. This issue has been corrected. The reported complaint is a confirmed manufacturing issue.

Event description:
Report received of a malfunction resulting in a toothbrush bristle disengagement. On (B)(6) 2021, an independent patient used the sage self oral care toothbrush to perform oral hygiene. The reporter stated during use of the product a ¿couple¿ bristles came off in the patient¿s mouth. Reporter stated the patient was able to successfully remove all disengaged bristles and no injury occurred. The device was discarded and no pictures were provided. Lot information was provided. Although requested, no additional information was available.